Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the device history due to a software error. 0.5u fill cannula was programed and recorded in device daily history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a software error. The customer's blood glucose was 166 mg/dl at the time of the incident. Troubleshooting was provided but did not resolve the alarm. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.